Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was unknown. Customer states that the carb number continue to count up without pressing the button. The device will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened up button dome switch. No unlocked j2/lcd keypad connector noted. No unexpected numbers ramping/scrolling during testing. (B)(4).